Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A nurse reported via phone call of high blood glucose readings, motor error and loose drive support cap. The customer's blood glucose reading was 400+ mg/dl. The customer stated that every time he changed his set, he took a shot of insulin to avoid high readings. The customer stated that when the piston retracts, it does not sound right. The customer reported the drive support cap to appear flushed. The customer reported no delivery alarm due to empty reservoir. The customer declined to troubleshoot for high readings. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery, self test and motor tests. No unexpected external ram crc error alarm, no delivery alarm or motor error alarm noted. The drive support disk was inspected and no anomaly was noted. The pump was received with an unexpected restart error alarm after the battery change due to a broken solder joint on the interface board. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube window.